Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 414 mg/dl. The pod was reportedly leaking during wear. When removed from the infusion site, the pod's cannula was found damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Correction to b5 - describe event or problem change from: it was reported the patient's blood glucose level rose to 414 mg/dl. The pod was reportedly leaking during wear. When removed from the infusion site, the pod's cannula was found damaged. Change to: it was reported the patient's blood glucose level rose to 434 mg/dl. The pod was reportedly leaking during wear. When removed from the infusion site, the pod's cannula was found bent correction to h6 - adverse event problem medical device problem code remove a0414 material split, cut or torn. Add a040609 material twisted/bent.